Event description:
A healthcare worker experienced a burning sensation and white discoloration of the skin on her left thumb, index finger, and little fingers after removing a load after a completed cycle. Medical attention was not sought and her symptoms resolved within one day. The vaporizer plate was not in place at the time of the event.